Event description:
It was reported that the customer had unexplained low blood glucose and was hospitalized. Customer's blood glucose reading at the time of hospitalization was 40 mg/dl. Caller stated that the customer does not remember how to prime the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.